Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2022. Further information was requested however was not provided.